Manufacturer narrative:
Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the device passed visual inspection. (B)(4) was received with a flag enabled. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Failure analysis of battery (B)(4) revealed that the battery passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. Further inspection of the battery¿s internal logs revealed that a cell pair, at one point in time, passed the voltage threshold; however, (B)(4) was received with no flags enabled. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. Based on the available information, a possible root cause of cell over voltage can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. As a result, the reported ¿flashing red light¿ event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to improper assembly of battery charger. An internal investigation was initiated to evaluate battery chargers assembled with incorrect inductors. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 09-apr-2019. Device eval by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 08-dec-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because the batteries were flashing red when placed in one port of the battery charger. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.